Event description:
It was reported that the device had failed volume accuracy test. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected. A functional test was performed, and the reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.